Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 90% stenosis, moderate calcification and moderate tortuosity. The 2.5x12mm nc trek neo balloon dilatation (bdc) was prepared per instructions for use (IFU) and was advanced without resistance. The bdc was used for post-dilatation after stent deployment but a rupture occurred during the first inflation at 14 atmospheres (atms). There was no resistance during removal. Another device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.